Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump ran out of medication the day prior to the date of this report and the alarm went off. He was in severe withdrawals due to the empty pump and couldn¿t get a hold of anyone. He had to wait until 7am that morning, the day prior to this report date, for the health care provider (hcp) office to open their doors. They then gave him ¿2 shots to level me off¿. It was noted the patient had been ¿in tough shape¿ and his blood pressure was up. The drugs at that time were then ¿changed¿ and it was noted the patient had gone to the hcp to ¿fill it up and reset it¿. He previously had ¿some form¿ of morphine, clonidine and ¿something else that started with a b¿ and the medications were changed to dilaudid and clonidine. It was then noted all the patient knew was that before the refill the day prior ¿I believe it was every three hours now they changed it to a higher dose every 6 hours¿ when asked what the current dose and concentration of the medications were. The hcp also told the patient ¿there was still a little bit in the catheter but there wasn¿t enough to push it through¿that¿s how low it was¿. The event was ¿quite an ordeal¿ and scared the heck out of the patient. It was confirmed the patient went to the hcp¿s office the day prior to the date of this report date but the problems first had started the night before that. Patient outcome was not provided related to the event. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.